Manufacturer narrative:
A separate report will be filed on the other delivery catheter system (dcs) involved in this case. This product has not been returned for analysis, however, the return is anticipated. Details of the analysis and investigation will be provided in a supplemental report. (B)(4).

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the valve was crimped for loading. The paddles did not hook in the attachment pockets directly, but the catheter was loaded with no abnormalities. During the deployment of the valve, after about two rotations on the handle, the end cap of the catheter separated. The valve was fully recaptured and the delivery catheter system (dcs) was replaced. Again, during the deployment of the valve, the end cap separated. The valve was recaptured and removed from the patient. Subsequently, a non-medtronic valve was implanted. There was a dissection in the right common femoral artery after the vascular closure device failed; multiple changes of the introducer sheath may have been a contributing factor to the dissection. The dissection was treated with a stent.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The micro control was able to retract and advance the capsule. The macro control moved to fully advance and retracted positions and locked in place when released. The tip retraction mechanism was intact. The screw gear snap fit remained connected. The distal tip of the capsule seats flushed against the tip ledger when fully advanced. The capsule appeared slightly bent or bowed. Several tiny white voids over the nitinol reinforcing spring were observed along the distal and proximal end of the capsule. A tiny kink was noted on the inner member shaft at the strain relief transition. No issues were identified that would have impacted this event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the introducer sheath (competitor product) was changed, which likely contributed to the dissection. Given that the dissection was not found until the end of the procedure, after the implant of a non-medtronic transcatheter device and a failed non-medtronic closure device, the relationship between the dissection and the medtronic devices cannot be made. Dissections are known potential adverse effects that can occur during any invasive procedure, and are generally related to patient anatomy and physician technique. Patient age and gender were obtained and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.